Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a gradual rise in impedance measurements but still within range in the left ventricular (lv) lead. Additionally, oversensing of noise was observed resulting in pacing inhibition. No adverse patient effects were reported. At this time, this device remains in service.